Event description:
It was reported that a dexcom g7 continuous glucose monitor (cgm) disconnected and failed to pair with the ilet, while readings continued on the dexcom app and the user¿s glucose was reported as 70 mg/dl during driving, preventing troubleshooting at that time. Agent to perform troubleshooting upon user callback. Investigation of this case revealed a suspected communication or connectivity issue between the cgm and the ilet without evidence of sensor failure. Symptoms included no reported adverse clinical effects during the event. Outcomes included no medical intervention, or hospitalization. It was concluded that the event was due to a pairing failure between the cgm and the ilet, with no patient harm reported. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.